Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used during a cystoscopy, ureteroscopy, stone removal and stent placement procedure in the bladder and ureter performed on (B)(6) 2018. Reportedly, the laser unit used was dornier 20 watt console. According to the complainant, during the procedure and inside the patient, the physician noted that the laser fiber was not emitting enough laser energy to break the stone even after increasing the laser settings to 1 joule. The nurse remove the laser fiber and noted that the fiber connector was hot to touch. Reportedly, the nurse was not burned. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used during a cystoscopy, ureteroscopy, stone removal and stent placement procedure in the bladder and ureter performed on (B)(6) 2018. Reportedly, the laser unit used was dornier 20 watt console. According to the complainant, during the procedure and inside the patient, the physician noted that the laser fiber was not emitting enough laser energy to break the stone even after increasing the laser settings to 1 joule. The nurse remove the laser fiber and noted that the fiber connector was hot to touch. Reportedly, the nurse was not burned. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: one accumax 200 laser fiber was received for evaluation. Visual analysis revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The investigator was unable to examine  the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the connector to overheat and result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.